Event description:
Customer reported dopamine infusing at 30cc/hr via alaris IV pump. The infusion was stopped for an unspecified period of time and it was resumed. After several hours it was noticed that the volume in the bag had not changed. Observation of bag showed no fluid dripping in drip chamber. IV disconnected to check flow. No flow was observed infusing through the tubing. The pump displayed infusion rate of 30cc/hr with no alarms. Pump channel was stopped. When it was opened the tubing was found to be fused closed. Tubing and module were replaced. No pt harm occurred and no further intervention was performed. Although requested, no additional info was available. Preventive measures for IV tubing sets to become occluded inside the pump chamber were reviewed with the reporter. The chamber blocked alarms tip sheet that includes this info was sent to the customer.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The set was received for investigation. The customer's experience of a fused pumping segment was verified. Two sections were noted to be fused on the pumping segment. These two sections are approx 1.5 inches apart and when properly loaded into a pump module, the fused sections are aligned with the upper and lower occluder fingers. Functional testing was performed with a lab pump module device. The fused sections of the silicone tubing were massaged (per alaris pump module chamber blocked tip sheet instructions) to open the lumen and fluid was able to drip in drip chamber and flow through the set. We were unable to determine a specific root cause for the fused silicone tubing event based on the incident info and returned set analysis; however, some of the previously determined causes included: tubing left in the pump for hours after the end of infusion with the door left closed, utilizing multi-dose or delay option modes with significant delay periods. Or when primed tubing is loaded into the pump hours before the start of infusion, with the door left closed. The mfg history record for model 2420-0007 lot number unknown, smartsite laser (B) (4), indicates no non-conforming material reports issued during the production build for this set resembling this failure.